Event description:
According to the facility on (B)(6) 2023, "the registered nurse saw the central line catheter come apart while the patient was in CT".

Manufacturer narrative:
According to the facility on (B)(6) 2023, "the registered nurse saw the central line catheter come apart while the patient was in CT". Per the facility it was unclear if the central line was caught or pulled by anything. The facility stated that the "part where the blue hub merges with the main catheter" was the portion that came apart. After the incident the registered nurse "blocked off the exposed end of the catheter and obtained a suture removal kit to remove the catheter from the patient". Per the facility the central line was removed and a new peripheral IV was started in order to continue infusing the medications and fluids the patient was receiving. No additional information is available at this time. The sample is not available to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.